Event description:
The contact stated the customer tested his blood glucose using his old and new contour meters. The old contour meter read 224 mg/dl, which the contact indicated was a normal reading for the customer. The new contour read 350 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement prods were sent to the customer.